Event description:
The surgeon planned the surgery using 3t MRI exam, and patient was sent to the CT department to obtain a 3d scan. The surgeon imported the 3d scan to the device and tried to merge it together with the MRI exam. The automatic fusion process went through, showing an axial translation of 2cm between the two exams. Surgeon tried to perform a semi-automatic fusion to obtain a better fusion result, but reached the same result. The surgeon decided to use only the 3t MRI exam to perform the surgery.

Manufacturer narrative:
A review of the data log files and patient folder was performed. This review showed that the volume of data of the MRI exam was larger than the volume of data of the CT-scan exam. For the fusion algorithm to work properly, the fusion area should be similar for the two exams. In this specific case, the MRI exam was acquired in sagittal orientation. This exam orientation did not allow user to delete slices from the exam to match the area of the CT scan.